Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous left anterior descending artery (lad). A maverick otw 20mmx2.00 balloon catheter was inflated three times; first and second inflation was performed at 6 atm. The third inflation the maverick balloon ruptured around 8 atm to 10 atm. The maverick balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.